Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician had trouble wiring the target vessel. A dye shot noted dissection had occurred before the left ventricular (lv) lead was even inserted. The guidewire was removed. The lead was never implanted. A post-operative echo confirmed that there was no effusion. No further patient complications have been reported as a result of this event.